Event description:
It was reported that during use with a bd facscanto¿ ii erroneous result populations occurred with patient samples. There was no impact to patient. The following information was provided by the initial reporter, translated from spanish to english: populations in true count pearls in the residual leukocyte experiment.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00235 was sent in error. The erroneous results were not on patient samples, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii erroneous result populations occurred with patient samples. There was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: populations in true count pearls in the residual leukocyte experiment.